Manufacturer narrative:
This event was reviewed by the abbott erosion board and confirmed that erosion occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an 11 mm amplatzer septal occluder (aso) was successfully implanted with a 9f amplatzer torqvue delivery system (lot unknown). There was no residual shunt, no evidence of interference with the aortic root and atrioventricular valves, no pericardial effusion, and an absence of any rhythm or conduction abnormality. The aso was effectively anchored to the aortic rim. The following morning the patient experienced abdominal pain and was very pale and weak. A tte showed cardiac tamponade with the presence of dense particulate matter. The patient was immediately sent to the operating room and upon arrival went into cardiac arrest which required CPR and resuscitation medications. A small pericardial window was performed to decompress the heart. The patient underwent emergency cardiac surgery and when the heart was opened the aso was in place, and an erosion on the high atrial right and left wall of the aortic root with the presence of a small perforation was confirmed. The aso was explanted and the lesions were repaired. In the following days, there was evidence of a pseudo-aneurysm of the aortic wall which required another operation on (B)(6) 2017. The patient also required dialysis by a right femoral vein catheter. In the following days, there was evidence of limb ischemic phenomena requiring fasciotomy of the lower right leg. As there was no improvement on (B)(6) 2017, a portion of the right lower limb was amputated. The patient remains on dialysis with signs of recovery of renal function.